Manufacturer narrative:
Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(4), batch: 7088212; product family: dbs-linear leads, upn: m365db2202300, model: db-2202-30, serial: (B)(4), batch: 7072222 and 7072316; product family: dbs-ipg-r-MRI, upn: m365db12160, model: db-1216, serial: (B)(4), batch: 511855; product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600c, lot: 27414946, batch: 27414946.

Event description:
It was reported that the patient, who was implanted with a deep brain stimulator, had a scab located at the connector site behind the ear. Upon exploration, it was noted by surgeon that the cylindrical hub on the lead extension had eroded through the skin. The patient underwent an explant of the entire system, and was placed on antibiotics. The patient has fully recovered. The explanted devices will not be returned as they were discarded by the facility.